Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly at 70% battery life. The pump was connected to a power source and was able to be turned on after charging for an hour. Customer reported blood glucose level was 283 (mg/dl). A manual injection was delivered to address bg level. Reportedly, the customer will load a new cartridge onto the pump, resume insulin delivery following the call with tandem technical support and remain on the pump until replacement arrives.